Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-05588, 2134265-2010-05589. It was reported that following a coronary stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated three target lesions. The 1st lesion was a 90% stenosed, 2.75x20mm target lesion located in the distal left circumflex (lcx) artery. Treatment utilized a direct stent technique and placed a 2.75x32mm taxus liberte stent resulting in 0% residual stenosis following post dilation. The 2nd lesion was a 70% stenosed, 3.0x5mm target lesion located in the proximal lcx artery. Treatment utilized a direct stent technique and placed a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. The 3rd lesion was a 75% stenosed, 3.0x10mm target lesion located in the ramus artery. Treatment utilized a direct stent technique and placed a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Later that day, post the index procedure the patient experienced elevated cardiac enzymes resulting in a myocardial infarction. Per the physician, the event was listed as "probably related" to the stents.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).